Event description:
Baxter prismax continuous rental replacement therapy (crrt) system alarmed air detected. Registered nurse (rn) troubleshooted per prismax instruction, during troubleshoot crrt shutdown and began making high pitched noise. Unable to return blood to patient. New crrt machine to be primed and connected to patient for therapy, complete blood count to be drawn now. Patient remained hemodynamically stable. Air was never present in line, only in deaeration chamber. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax continuous rental replacement therapy (crrt) system alarmed air detected. Registered nurse (rn) troubleshooted per prismax instruction, during troubleshoot crrt shutdown and began making high pitched noise. Unable to return blood to patient. New crrt machine to be primed and connected to patient for therapy, complete blood count to be drawn now. Patient remained hemodynamically stable. Air was never present in line, only in deaeration chamber. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax continuous rental replacement therapy (crrt) system alarmed air detected. Registered nurse (rn) troubleshooted per prismax instruction, during troubleshoot crrt shutdown and began making high pitched noise. Unable to return blood to patient. New crrt machine to be primed and connected to patient for therapy, complete blood count to be drawn now. Patient remained hemodynamically stable. Air was never present in line, only in deaeration chamber. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.